Event description:
Device system returned to MFR for analysis with report of "pt was getting intermittent stimulation, shock-like sensations. Impedances were checked and were >4000 ohms. A check of electrodes with alligator clips and pt got stimulation on 0 and 3." The ipg was returned for "normal battery depletion and extension as possible break." F/u with hcp revealed pt recently returned for visit and is doing well with replacement devices.